Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification. (B)(4).

Event description:
It was reported that a non-dependent patient presented to the emergency room with chest pains. Upon interrogation of the device no capture and a drop in sensing was observed on the ventricular lead. Physician determined that lead had perforated. A lead revision was attempted and the screw was able to be retracted but could not be extended again. The lead was explanted and a new lead was implanted. Patient was stable.